Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 30 mg/dl and was found unconscious while using the ilet. The user was transported by ambulance to the hospital, treated with glucagon, and discharged the same day. No further details regarding contributing factors or device behavior were available.